Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 1 and 4 hours. The patient was sleeping at the time and was awoken due to high blood glucose levels. The patient self-administered bolus injections, however, at this point smelled insulin. The patient reported that upon removing the pod, the skin was wet with insulin, and the cannula was not inserted into the skin. Specific treatment information was not reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.